Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of a missing atrial output clip; it was found that the output connector assembly of the device was broken. It was also noted that the hanger assembly was contaminated, and that the battery drawer was sticky, accounting for its opening ability to be intermittent. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the atrial output clip of the external pulse generator was missing and would not allow leads to stay in place. The external pulse generator has been returned for repair. There was no patient involvement.